Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems- vag. Infect.") And hypersensitivity ("allergy nos"). The patient was treated with surgery (essure removed by hyst. (Full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event injury nos replaced with event pelvic pain, abdominal pain, genital abnormal bleeding, psych injury, bladder/urinary problems vaginal infection and allergy. Patient demographic details and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed'). In an adult female patient who had (essure (ess205), batch no. 623826), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". The patient's medical history included: obesity, blood pressure high, joint pain, joint swelling, dysfunctional uterine bleeding, back pain, itching, vertigo, night sweats, vomiting, diarrhea, sleepiness, chills, bipolar I disorder, hypertension, amenorrhea and hyperprolactinemia. Previously administered products included: for prevent pregnancy; depo shot, from 2004 to january 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type; vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition; depression"), anxiety ("psychological or psychiatric problems condition; anxiety and mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). And was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced, urticaria ("rashes or skin conditions type; hives"). On an unknown date, the patient experienced, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems; vag. Infect."), hypersensitivity ("allergy nos"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed by hyst. (Full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginitis, female sexual dysfunction, depression, anxiety, urticaria, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for, pain bleeding and bladder/urinary problem. Current weight: 254 lbs. There are three essure coils 3 the patient's left side, and three essure coils on the patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 33.1 kg/sqm. Lot number#: 623826, manufacturing date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, blood pressure high, joint pain, joint swelling, dysfunctional uterine bleeding, back pain, itching, vertigo, night sweats, vomiting, diarrhea, sleepiness, chills, bipolar I disorder, hypertension, amenorrhea and hyperprolactinemia. Previously administered products included for prevent pregnancy: depo shot from 2004 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginitis ("infection (bladder/ urinarytract/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems- vag. Infect."), hypersensitivity ("allergy nos"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation delayed ("missed period") and central nervous system lesion ("brain lesion in pitutary gland"). The patient was treated with surgery (essure removed by hyst. (Full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginitis, female sexual dysfunction, depression, anxiety, urticaria, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, menstruation delayed and central nervous system lesion outcome was unknown. The reporter considered abdominal pain, anxiety, central nervous system lesion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstruation delayed, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem. Current weight 254 lbs. There are three essure coils 3 the patient's left side, and three essure coils on the patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Lot number: 623826, manufacturing date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received events " missed period and brain lesion in pituitary gland" were added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, blood pressure high, joint pain, joint swelling, dysfunctional uterine bleeding, back pain, itching, vertigo, night sweats, vomiting, diarrhea, sleepiness, chills, bipolar I disorder, hypertension, amenorrhea and hyperprolactinemia. Previously administered products included for prevent pregnancy: depo shot from 2004 to (B)(6) 2007. Concomitant products included citalopram, fluoxetine hydrochloride (prozac), lisinopril, lorazepam, ondansetron (zofran), sumatriptan succinate (imitrex df) and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems- vag. Infect."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and bipolar disorder ("psychological or psychiatric condition: bipolar disorder") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), hypersensitivity ("allergy nos"), menstruation delayed ("missed period") and hypothalamo-pituitary disorder ("brain lesion in pituitary gland"). The patient was treated with surgery (essure removed by hyst. (Full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, hypersensitivity, female sexual dysfunction and dyspareunia had resolved, the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginitis, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, menstruation delayed, hypothalamo-pituitary disorder and bipolar disorder outcome was unknown and the urticaria, migraine and weight increased was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypothalamo-pituitary disorder, menorrhagia, menstruation delayed, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem. Current weight 254 lbs. There are three essure coils 3 the patient's left side, and three essure coils on the patient's right side. Patient underwent procedure: supracervical hysterectomy (uterus only),unilateral oophorectomy - right side, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Lot number: 623826, manufacturing date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: pfs received. New event 'bipolar disorder' was added. Outcome of the events was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, blood pressure high, joint pain, joint swelling, dysfunctional uterine bleeding, back pain, itching, vertigo, night sweats, vomiting, diarrhea, sleepiness, chills, bipolar I disorder, hypertension, amenorrhea and hyperprolactinemia. Previously administered products included for prevent pregnancy: depo shot from 2004 to (B)(6) 2007. Concomitant products included citalopram, fluoxetine hydrochloride (prozac), lisinopril, lorazepam, ondansetron (zofran), sumatriptan succinate (imitrex df) and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems- vag. Infect."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginitis ("infection (bladder/ urinary/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and bipolar disorder ("psychological or psychiatric condition: bipolar disorder") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), hypersensitivity ("allergy nos"), menstruation delayed ("missed period"), hypothalamo-pituitary disorder ("brain lesion in pituitary gland"), post procedural complication ("post removal complication ") and pain ("chronic pain"). The patient was treated with surgery (essure removed by hyst. (Full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, hypersensitivity, female sexual dysfunction, dyspareunia and pain had resolved, the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginitis, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, menstruation delayed, hypothalamo-pituitary disorder, bipolar disorder and post procedural complication outcome was unknown and the urticaria, migraine and weight increased was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypothalamo-pituitary disorder, menorrhagia, menstruation delayed, migraine, nausea, pain, pelvic pain, post procedural complication, psychological trauma, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem. Current weight 254 lbs. There are three essure coils 3 the patient's left side, and three essure coils on the patient's right side. Patient underwent procedure: supracervical hysterectomy (uterus only), unilateral oophorectomy - right side, bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Lot number: 623826, manufacturing date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: event "chronic pain as recovered and post procedural complication were added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, blood pressure high, joint pain, joint swelling, dysfunctional uterine bleeding, back pain, itching, vertigo, night sweats, vomiting, diarrhea, sleepiness, chills, bipolar I disorder, hypertension, amenorrhea and hyperprolactinemia. Previously administered products included for prevent pregnancy: depo shot from 2004 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems- vag. Infect."), hypersensitivity ("allergy nos"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed by hyst. (Full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginitis, female sexual dysfunction, depression, anxiety, urticaria, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem. Current weight 254 lbs. There are three essure coils 3 the patient's left side, and three essure coils on the patient's right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety and mental anguish, rashes or skin conditions type: hives, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, did not undergo confirmation test. Onset date of event pelvic pain were updated. Reporter information, aka name, medical history, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.